Event description:
Pt on pca pump. Pump failed to deliver programed administration of medication. Pump showed 2 cc delivered but in fact syringe was full. Pump failed occlusion test. Clamp holding syringe failed and syringe slipped out of position. Pump unable to administer medication.